Event description:
It was reported that during a heavily calcified, 70-90% stenosed, de novo, right coronary artery interventional procedure accessed through the radial artery, the balance middleweight (bmw) guide wire and a trek rx balloon delivery catheter were advanced together towards the lesion, but would not cross because the trek rx met resistance with some "surface coil damage" on the bmw about 3.0 cm proximal to the tip of the bmw guide wire and the two devices were removed as one unit without difficulty because the trek rx would not advance. Another same size bmw guide wire and another trek balloon were used to complete the procedure without difficulty. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw guide wire, guide cath: jr4 6f cordis. The device was returned for evaluation and the reported difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The balance middleweight guide wire referenced is being filed under a separate medwatch report.